Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing threshold measurements during a routine follow-up about three months post-implant. A lead revision was performed and this lead was repositioned to the septum, with good sensing and capture threshold values. However, the helix was not able to be extended, even after 30 turns of the fixation tool. Therefore, this lead was explanted and a new lead of the same model was implanted successfully. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood and tissue around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported increased pacing threshold measurements. Laboratory analysis determined the most likely root cause of the reported helix extension/retraction problems was the dried blood in the helix housing and tissue entwined in the helix.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing threshold measurements during a routine follow-up about three months post-implant. A lead revision was performed and this lead was repositioned to the septum, with good sensing and capture threshold values. However, the helix was not able to be extended, even after 30 turns of the fixation tool. Therefore, this lead was explanted and a new lead of the same model was implanted successfully. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.